Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded several pacemaker mediated tachycardia (pmt) episodes. Device data was sent to rhythmcare for review. Data review determined the device was programmed to left ventricular pacing only and the pmt episodes were initiated by a premature atrial contraction. Rhythmcare then provided further troubleshooting steps and programming options. This device remains in service. No adverse patient effects were reported.